Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep got a text message from another rep asking if it was ok to do an MRI if the "leads are out." The rep did not have any additional information but said they thought it meant the impedances were out of range. Later, the rep reported they were specifically asked if a lead with high impedance could still have an MRI; it was confirmed that the MRI could still be done. The rep said they had no further information on the high impedance but would follow-up with the other rep. No symptoms were reported. No further complications were reported/anticipated.